Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a therapy or medical problem; further details were not reported. Imaging was performed; it confirmed the pump was flipped and the catheter was kinked. Interventions were being considered. Additional information has been requested, but was not available as of the date of this report.